Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility clinical application specialist reported a small capsule tag during laser assisted cataract surgery of the left eye during phaco a capsular tear developed and an anterior vitrectomy was performed. The remaining procedure was completed without further incident. No complications are expected postoperatively. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site and found significant energy loss through the delivery system. The representative replaced the surgical focus module (sfm) to address the issue and proactively replaced the laser engine as a retrofit. It should be noted that an incomplete dissection, in itself, will not necessarily lead to a capsule tear. The system assists surgeons by performing perforated incisions that would otherwise be created manually in the operating room. If an incomplete dissection occurs, the surgeon has the option to complete the incision manually. A manual incision can introduce potential risk of tearing the capsule bag due to surgical technique. However, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. Based on assessment, the product met specifications at the time of release. The root cause of the incomplete dissection (tag) issue can be attributed to a nonconforming sfm. However, the root cause of the capsule tear cannot be determined conclusively. (B)(4).